Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check before use, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1: (event site telephone: (B)(6). It was reported that during a routine check before use, the cs100 intra-aortic balloon pump (iabp) had an issue with autofill failure. A getinge field service engineer (fse) machine has been checked and found that autofill error is showing then after properly check found that blood leak detector tube is detached from iabp fill port, after properly connect the tubing found the problem has been solved and also check the machine as per service protocol found all test are passed and its handed over to the customer in good working condition for patient use. Performed all the functional and safety checks as per factory protocol and its handed over to the customer in good working condition for patient use. No patient was involved. No harm event occurred.